Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 8 devices were evaluated based on historical data analysis. Additional information: 8 devices were not reprocessed or reused.

Event description:
This report summarizes 8 events for the failure: overheating of device. 7 events had problem identified during non-clinical procedure; there was no patient involvement. 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11, 8 previously reported events were included in this follow-up record. Product return status: 8 devices were evaluated based on historical data analysis. Evaluation findings (results/components): 8 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition: 6 devices: product not received. 2 devices: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 8 events for the failure: overheating of device. - 7 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99089 supplemental rationale corrected data: b5, h6, h11 8 previously reported events were included in this follow-up record. Product return status 7 devices were evaluated based on historical data analysis. 1 device was not available for evaluation. Evaluation findings (results/components) 7 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 1 device: no findings available / part/component/sub-assembly term not applicable. Product disposition 6 devices: product not received. 2 devices: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 8 events for the failure: overheating of device. - 7 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had minor injury/illness/impairment.